Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The needle and suture reload will be returned with the device but product information is not available. The account also does not have lot information for the handle. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a gastric bypass procedure, the device was properly loaded and cycled by the tech. The device was then passed to the surgeon and inserted through the trocar. When the device was toggled, the needle fell out of the jaws and into the patient cavity. The needle was successfully retrieved and no x-ray was required. To correct the issue, the surgeon had to hand sew instead.

Manufacturer narrative:
(B)(4).